Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a battery compartment crack was observed. Unrelated to the battery compartment issue, the display was blank. The display screen was found to have been cracked. The issue was reported to have been caused by abnormal use: the patient fell off a skateboard and fell onto the pump. Replacement with a test display screen returned the pump¿s display function to specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of the investigation performed on (B)(6) 2015.